Event description:
The patient had been having issues with bouts of overdose and underdose type symptoms over the past year. A dye study was done and it showed that the distal catheter tip had ¿migrated/dislodged/eroded subdural¿. The physician postulated that at times the patient was getting more or less drug because of this. There was no alleged issue with pump itself and in surgery the catheter appeared to be intact but difficult to aspirate from; they got a small amount of fluid. The managing providers and surgeon decided to replace the entire system given the patient was halfway through the life of the pump anyway. The patient status was reported as ¿alive-no injury¿. The device system was delivering gablofen. Further follow-up is being conducted to obtain clarification regarding ¿eroded subdural¿ and to get the patient¿s outcome following the pump and catheter replacement. If additional information is received, a follow-up report will be sent.

Event description:
Additional information later received reported that per the managing nurse the patient was doing well last week post catheter revision.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: catheter. (B)(4).